Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a physician of peritonitis in a patient coincident with dianeal pd-2 ultrabag therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced peritonitis. It was not reported if the patient was hospitalized. The event outcome was unknown. No further information was available. An opinion of causality was not reported for the event of peritonitis.